Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced fluid around their heart following implant and that "something happened" with one of their pacing leads post operatively. The pacing lead remains in use. No further patient complications have been reported as a result of this event.